Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during the fill stage, where the home patient stated they disconnected the heater bag from the cassette line in error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Section ¿warnings and cautions¿ warns the user to aseptic technique to reduce the chance of infection anytime you handle the fluid lines and solution bags. Sections ¿warnings and cautions¿ and ¿perform therapy¿ warns the user that if a bag becomes disconnected during your therapy, follow the end therapy early procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) had disconnected the heater bag from the cassette line in error. The event occurred during fill one the homechoice (hc) and the hp was connected. The technical service representative (tsr) advised the hp to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.